Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose fell to 37 mg/dl while wearing the pod between 4 and 24 hours on the leg. Subsequently, patient visited the emergency room (ER). An official diagnosis of gastritis and esophagitis was given. Treatment included intravenous therapy, and administration of reglan, compazine, and carafate. It should be known that although the patient visited the ER for low bg levels, she was also experiencing the "flu."